Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion. As no further investigation was able to be performed no change in harm was identified. Complaint trending for this event will be performed.

Event description:
On 11/17/22 it was reported by a facility representative via email that an ar-3638 fibertak implant did not stay in the bone hole. This occurred during a shoulder scope on (B)(6) 2022 with no patient harm. Additional information requested and received on 11/17/2022